Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in mildly tortuous and severely calcified popliteal artery. A 4.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, during second inflation at 24 atmospheres for 1 minute, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported.